Event description:
The customer reported being at the emergency room due to high blood glucose of 352mg/dl. Troubleshooting was performed. The caller mentioned that the cannula was bent, which lead to her admission. Initially the customer called regarding the battery cap issues. The customer's most recent glucose reading was 100mg/dl. Advised the caller revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.